Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample which has two sutures inside the pack, the sutures are still wound on the pack. This defect could have been caused by automatic winding machine during the manufacturing process. The machine took two sutures instead of one in the winding step. Nevertheless, we consider that this is an isolated and accidental defect as no more complaints have been received. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of sample received do not fulfil the specifications of b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
K122734 PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s.

Event description:
It was reported that there was an issue with novosyn violet. The customer reported that there were 2 needles instead of one in the package. Further information has been requested.